Manufacturer narrative:
Review of manufacturing record for pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse events possibly associated with surgery. Reference MDR report #1644487-2007-01171 for the reported lead issue.

Event description:
Initial reporter indicated that from the time of implant their vns "has never been activated because the lead wire is broken and either needs to be removed or replaced." Follow-up with the treating physician's office indicated that the patient developed pain in the generator pocket two weeks post implant and was placed on antibiotics prophylactically for suspected infection. The infection was not confirmed or seen. In addition, the patient could not tolerate vns stimulation so it was never turned on. This was reported to cyberonics following an office visit seven months after implant. The patient was seen after being involved in a car accident and "suffered trauma to the anterior chest." The office report of that visit does not document any notation of the patient having a lead discontinuity. Noted was the patient had protrusion of their vns lead wire and after their car accident "extrusion of the lead wire thorough the skin into the exterior." Additionally reported was that the patient had been having pain with the protrusion in their neck area before the car accident and now after the car accident having pain in the generator area and had an extrusion of the lead. The patient developed an infection in the generator pocket area and was hospitalized for IV antibiotic therapy. The infection did not resolve so the vnx generator and lead were explanted due to infection. No evidence of infection was noted in the lead area, the generator site showed" a moderate amount of pus". Wound cultures taken showed staphylococcus aureus. Reference MDR rpt# 1644487-2007-01171 for the reported lead issue.